Event description:
A consumer reported she can see a shimmer in her peripheral vision with constant shaking following bilateral intraocular lens (iol) implant surgery and that she sees the arc of the lens which cuts off her vision. The arc is not as noticeable when she wears sunglasses. At the consumer's request, the surgeon was not contacted. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B)(4).